Event description:
During the surgical procedure, the physician placed a 32 ml trial head into the hip for a right total hip. The trial head slipped off into the surrounding tissue. Numerous attempts were made but the trial head could not be retrieved.